Event description:
It was reported that the tubing of a dehp-free solution administration set had separated from the drip chamber. This had occurred during priming and therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A visual inspection of the device verified that the tube was disconnected from the chamber. Upon closer inspection it was found that the end of the tubing was under inserted into the chamber. The cause of this issue was related to a manufacturing process issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.